Manufacturer narrative:
G4:25nov2020. B4:03dec2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The replaced front bezel was received for internal failure analysis. It was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
The customer reported nav-ring defective. There was no patient involvement.